Manufacturer narrative:
Arjo was notified about an event with involvement of alenti bathing lift, where it was reported that the device's front castor fell off during use. The patient was seated in the alenti chair, elevated and rolled towards the tub. Before the patient reached intended position, the wheel came off the chassis. The patient lurched forward and the caregiver held the patient to prevent additional movement. The arm and back rests were engaged, so the patient movement was blocked. No injury occurrence was reported. The customer facilities maintenance personnel had re-installed the castor before the arjo representative arrived to inspect the device. The device was put back to service after that. The involved device was evaluated by the arjo qualified representative. According to the inspection results the swivel on one front castor seized up, so that the castor would no longer rotate as intended. Any rotation of the castor came not from the swivel, but from the whole assembly rotating in its threaded connection. In consequence the castor was unscrewing itself from the chassis leg. The lift was taken out of use after this evaluation and both front castors were replaced. The review of reportable events with the involvement of the alenti lift in last years, revealed a limited number of similar incidents, where the castor detached during use due to unscrewing (no mechanical damage). Alenti bathing lift is intended for lifting and transporting residents to and from a bathroom in a care facility and to assist with the bathing process. The device must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the operating and product care instructions. It was determined that the previous service of the involved lift was conducted in (B)(6) 2019 by arjo qualified technician. During this visit the castors were inspected according to the maintenance and repair manual (mrm; 09.cd.03_7gb). Please note that this document provides the procedure in order to check the lift's castors condition, which includes e.g. Check of swivel action, ease of motion, wheel tread and load test. If any of the specified criteria is not met, the complete castor/s must be replaced. In this case no fault or deterioration of functioning was detected, so the replacement was not required. According to the service history for the claimed lift the front castors were replaced in (B)(6) 2016, so the malfunctioning one was used for over two years before the event occurrence. According to the received information, the castor which detached was most probably corroded and dirty as there was no other visible damage. However, please note that operating and product care instructions (IFU; 4.cd.02_2us, active at the time this device was manufactured) provides user with useful information regarding routine product checks. The caregiver should always ensure that the wheels and brakes work freely. It also states that the castors should be checked on weekly basis, so the malfunction should be detected before any dangerous situation occurs: "maintenance: weekly. Examine the lift hygiene chair for damage. Check that the wheels on the lift hygiene chair have been cleaned." In summary, the device was not up to the manufacturer's specification during the event occurrence as the front castor detached. The lift was used for patient hygiene and in that way it played a role in this event. This complaint was decided to be reported to the competent authority in abundance of caution as the occurred malfunction could have led to device tipping and subsequently, if the security measures would not be kept, to patient fall.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. The involved device was evaluated by the arjo qualified representative. According to the inspection results the swivel on one front castor seized up, so that the castor would no longer rotate as intended. Any rotation of the castor came not from the swivel, but from the whole assembly rotating in its threaded connection. In consequence the castor was unscrewing itself from the chassis leg. The investigation is on-going and additional information will be provided within the next report.

Event description:
Arjo was notified about an event with involvement of alenti bathing lift, where it was reported that the device's front castor fell of during use. The patient was seated in the alenti chair, elevated and rolled towards the tub. Before the patient reached lowering position, the wheel came off the chassis. The patient lurched forward and the caregiver held the patient to prevent additional movement. The arm and back rests were engaged, so the patient movement was limited. No injury occurrence was reported.